Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument tips were not adequately approximating. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was evaluated on an in-house system. It passed recognition and engagement testing and demonstrated intuitive movement with full range of motion in all directions. The grip tips opened and closed properly and was fully functional. Additionally, the instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.